Manufacturer narrative:
(B)(4). While the fluoroscopy is in the permitted area, the error message #1302 (the fluoro position is not within permitted range) appeared on carto 3 system. It was also stated that the application crashed, kicking the user out back to the start-up screen after fam mapping. This was a software bug issue that caused the software crash. No data was lost. Work station was re-imaged and the system was tested. The system passed all relevant tests and was found ready for use. No issues have been encountered since then. The DHR associated with carto (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.

Event description:
It was reported that during an a-fib procedure, errors 1302 and 401 appeared on the c3 rmt system and no catheters are visualized for this non-rmt case. Several system reboots and new studies did not resolve errors. Error 1302 appeared before piu was completely initialized and before catheters were connected upon the last reboot. System recognized catheters once connected, ECG was visible, however no catheter appeared in map windows. Upon further follow-up, it was reported that the procedure was cancelled due to this malfunction. The patient was already under general anesthesia for approximately an hour when the case was cancelled. The procedure was in the left atrium and two transseptal punctures had been performed.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed.(B)(4)